Event description:
The screw broke during the surgery and was left in the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
Dimensional inspection determined the screw diameter is 0.02mm lower than the mmt specification, meanwhile this is not affecting significantly the mechanical resistance of the screw. The historical data analysis demonstrated this is probably an isolated incident. This is the same patient/event as 3004082045-2011-00071. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.